Manufacturer narrative:
Evaluation summary: the product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was stuck in cartridge and was unable to inject into the eye with reported patient contact. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens into the nozzle tip. The plunger is engaging the optic edge at mid-nozzle upon return. The right side of the lens has rotated upward causing the lens to rotate counterclockwise inside the device. The trailing haptic is misfolded, looped around the plunger tip and advanced into the optic fold. The leading haptic is twisted and bent into a corkscrew shape in the tip. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint of stuck in cartridge. The lens was advanced/stuck and rotated inside the device. The trailing haptic was misfolded. The root cause for the misfolded, looped trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).